Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy, and noted that after a programming session, the patient stopped feeling stimulation and had symptoms like before implant. There were no issues related to the performed programming session, but the medical procedure/emi that could be related to this issue was the programming session. The patient doesn't feel stimulation even though therapy was on. It can be noted that the patient is on program 2 at 1.6v. Patient was advised to connect with their healthcare provider (hcp) to discuss programming or get in touch with a manufacture representative (rep). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported "it just does not seem to being doing the job" and that they were reprogrammed. The loss/change of therapy and stimulation had not been resolved. No further information was reported.